Event description:
It was reported that a pump alarmed door not fully latched. It was also reported that there was no pt incident.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specifications with respect to the reported symptom. During the evaluation, the device displayed door not fully latched messages caused by cracks found in the threaded insert boss in the front case that mount the pumping mechanism into the case. This allowed separation between front case and mechanical assembly resulting in excessive force to close door, causing the reported symptom. As a result, the front case was replaced.